Event description:
The customer reported a failure to discharge on a pt in vtach. There was no negative impact to the involved pt as the users switched to a second defibrillator to treat the pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.